Manufacturer narrative:
The device is available for evaluation. It has not been received. The investigation is pending.

Event description:
This is 2 of 2 reports: event occurred regarding extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock where it was reported that the filter was leaking when infusing chemo. The event occurred on the same patient on (B)(6) 2026. There was patient involvement, there was no reported harm and no delay in therapy.